Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. An invasive procedure was performed. The lead was tested via pacing system analyzer (psa) with continued out of range measurements observed. The lead/device connection was checked with no anomalies noted. There was a concern of clavicular crush on the lead. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.